Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 05:54:37. During night drain cycle three, the patient's ultrafiltration reading was 1248 ml, indicating the home patient (hp) drained 1248 ml more than their maximum programmed fill volume of 2000 ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was determined to be false empty detect and use error, clinician inappropriately set minimum drain volume percent setting too low. The following labeling was reviewed the homechoice apd systems trainer's guide warning that "if you set the minimum drain volume% too low, an incomplete drain could result for the patient. This could cause an iipv situation" and "the default setting of 85% is appropriate for patients with low to moderate ultrafiltration rates (uf per cycle is less than or equal to 10% of the fill volume). A higher setting may be more appropriate for patients with higher ultrafiltration rates (uf per cycle is greater than 10% of the fill volume)." If any additional relevant information is received, a follow-up report will be sent.